Event description:
During functional testing, the device got very hot and started to smoke. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.